Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Product failed functional testing with overheating. Cause of overheating is a corroded motor/gearbox. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. The complaint of "acting weird was not confirmed. The root cause of overheating has been determined to be corrosion of the motor and gearbox assembly. Overheating will result in increased current draw from the control unit due to friction from a worn out motor. The motor has never been replaced, only the power cord and housing. Motor is over 8 years old. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was acting weird, it did not respond accordingly when buttons were pushed. Product evaluation determined product overheated. No harm was reported.